Manufacturer narrative:
The insulin pump was received with stuck at full segment display problem isolated to the interface board. Unable to perform displacement test, operating currents, self test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to stuck st full segment display. The insulin pump was received with minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported removing the batteries and cap for a twenty-four hour reset. The display is still incomplete. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.